Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump placed to support the patient with extensive cardiac history. During support the left ventricle placement signal was off significantly once guide catheter inserted. Sometimes would settle out to normal then landed on having a decoupled waveform. Eventually suction alarm. Anesthesia at first said this was due to patient coughing, however suction alarm persisted. The impella was adjusted but didn¿t help. Already only in p4 so the physician proceeded with percutaneous coronary intervention. The patient tolerated the procedure well. Decision was made to wean impella at the end of the case and remove. Physician stated that he thought that maybe ¿the first existing tavr valve was up against an outlet or possibly the guide catheter.¿ there was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.